Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the operation was sleeve gastrectomy, no adverse effect. They just had to open more suture batches to complete skin closure the event happened several times during that day and was confirmed by attending one operation as mentioned before and I have only one sample received on that day. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were all the events reported? If yes, please provide pc numbers if no, please open additional files to include: event date , procedure name , quantity involved , lot number , event description stating when did the issue occur , any adverse patient consequences and what treatment was provided to manage them.

Event description:
It was reported that the patient underwent laparoscopic sleeve gastrectomy on (B)(6)2019 and suture was used. During the last step of skin closure, the suture was cut after making the first knot without applying high pressure. They opened more suture batches to complete skin closure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Lot : lkm263. A manufacturing record evaluation was performed for the finished device lkm263 number, and no non-conformances were identified.